Event description:
It was reported that during a laparoscopic anterior resection procedure, the device was used to go across a very thick colon. The device had been fired three times. On the fourth attempt, the device seemed to jam, and would not fire. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Articulation mechanism damaged. Evaluation summary - the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with a test reload on the left articulated positions; when fire the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. While no conclusion could be reach on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.